Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was transported to the emergency room via ambulance and was admitted to the intensive care unit (ICU) due an elevated blood glucose (bg) level and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6)2024 with the issue resolved and no permanent damage. Reportedly, the insulin gauge was inaccurate. The customer reverted to manual injections for insulin therapy.